Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that an alert was triggered, as this right ventricular (rv) lead bipolar impedance was less than 200 ohms. The patient was reportedly feeling malaise and had a loss of energy. The rv unipolar threshold was 1 volt at 0.5 milliseconds. Once the patient's following physician was reached, it was determined that the physician would continue monitor the patient. No adverse patient effects were reported.